Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 and 5.2 intermittently failing. A field service engineer (fse) removed back panel, then inspected bus wire connections and all were in good condition. Then used diagnostics to remove all cubie pockets and reseated row tray connections. The system functioned as intended after the field service engineer repaired the device.